Manufacturer narrative:
(B)(4). Final device analysis of implantable neurostimulator (ins) revealed the following: rechargeable ins is functionally ok, but battery has reduced capacity due to overdischarge. According to the trace report obtained from the ins, the last recorded recharge session done while the device was implanted on (B)(6) 2007. The device was recharged for 2 hours, and 58 minutes and the battery charged from 3.81 volts to 4.065 volts. The battery was never recharged until the physician mode recharge, performed in the analysis lab on (B)(6) 2011. No telemetry was observed with 8840 programmer. No output was observed on any electrode pair, tested at the distal end of a known good lead. Device did not sync with ultra pp (model number 37743). Also unable to perform a normal recharge with insr (model number 37751). One pmr was needed, after that a normal charge was performed. When charging was complete ins output was tested at the distal end of a known good lead. Good, stable output was observed on each electrode pair tested in reference to the #0 electrode and per patient's lead configuration on an oscilloscope, across a 510 ohm load, connected to the distal end of the lead. There were no issues when pressing on the ins can.

Event description:
It was reported, the pt's device was replaced due to an overdischarge. The cause of the discharge was not reported. The pt recovered without sequela.